Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Manufacturer narrative:
Follow-up information received on 28-jul-2015 it was reported that patient did not experience pain during the procedure, but had pelvic pain at a later time and that was the reason she returned for hsg. Company causality comment: this medically confirmed and spontaneous case report refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted and hsg showed on the right side, the distal tubal marker was noted in the sub endometrial myometrium and on the left, there was a separation or unraveling of distal outer coil from the distal inner coil. The first event, seen as device embedment, is serious due medical importance and listed in the reference safety information for essure. The other event, seen as device breakage is non-serious and was considered listed upon receipt of the product technical analysis. Single cases of device breakage and partial perforation have been reported. In this case, the patient had pain and the confirmation test performed 10 months later showed a separation or unraveling of distal outer coil from the distal inner coil on the left side. On right side, the distal tubal marker was noted in the sub endometrial myometrium. However, the fallopian tube was occluded. Given the available information and positive temporal relationship, causality between the reported events and essure use cannot be excluded. This case is assessed as other reportable incident since the breakage in this report did not lead to serious injury, however, it might have led under less fortunate circumstances. Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect. Medical ptc assessment considered that, based on the available information, there is no reason to suspect quality defect of the product. Further information has been requested.

Event description:
This is a spontaneous case report received from a nurse in united states on (B)(6) 2015 which refers to a (B)(6)-year-old female patient who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2014 for contraception. It was reported that during placement procedure, patient experienced pelvic pain. On (B)(6) 2015, hsg was done and showed a separation or unraveling of distal outer coil from the distal inner coil on the left side. It also appeared extrinsic to fallopian tube. On right side, the distal tubal marker was noted in the sub endometrial myometrium. However, the fallopian tube was occluded ptc investigation result received on (B)(6) 2015. Ptc global number (B)(4). Final assessment: failure mode/mechanism. The essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The insert's outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If all IFU steps have not been completed, user attempts to reposition or remove the catheter assembly could lead to either a stretching or breakage of the micro-insert or a part of the catheter. If the physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the micro-insert. Since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert, outer catheter, the inner catheter, and all parts within the handle assembly to confirm that all parts are accounted for. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We were unable to confirm any quality defect or device malfunction at this time. The possibility of micro-insert breaking during the procedure is an anticipated event. Medical assessment: this ptc was initiated due to a product technical issue. Neither batch number nor complaint sample were available for a technical investigation. The technical investigation concluded "unconfirmed quality defect". The reported adverse events are known, possible, undesirable events and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this medically confirmed and spontaneous case report refers to a (B)(6)-year-old female patient who had essure (fallopian tube occlusion insert) inserted and hsg showed on the right side, the distal tubal marker was noted in the sub endometrial myometrium and on the left, there was a separation or unraveling of distal outer coil from the distal inner coil. The first event, seen as device embedment, is serious due medical importance and listed in the reference safety information for essure. The other event, seen as device breakage is non-serious and was considered listed upon receipt of the product technical analysis. Single cases of device breakage and partial perforation have been reported. In this case, the patient had pain during insertion procedure and the confirmation test performed 10 months later showed a separation or unraveling of distal outer coil from the distal inner coil on the left side. On right side, the distal tubal marker was noted in the sub endometrial myometrium. However, the fallopian tube was occluded. Given the available information and positive temporal relationship, causality between the reported events and essure use cannot be excluded. This case is assessed as other reportable incident since the breakage in this report did not lead to serious injury, however, it might have led under less fortunate circumstances. Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect. Medical ptc assessment considered that, based on the available information, there is no reason to suspect quality defect of the product. Further information has been requested.

Manufacturer narrative:
Follow-up from 23-sep-2015: the required number of follow-up attempts has been completed, with no response to date. No further follow-up will be pursued. Company causality comment: this medically confirmed and spontaneous case report refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted and hsg showed on the right side, the distal tubal marker was noted in the sub endometrial myometrium and on the left, there was a separation or unraveling of distal outer coil from the distal inner coil. The first event, seen as device embedment, is serious due medical importance and listed in the reference safety information for essure. The other event, seen as device breakage is non-serious and was considered listed upon receipt of the product technical analysis. Single cases of device breakage and partial perforation have been reported. In this case, the patient had pain and the confirmation test performed 10 months later showed a separation or unraveling of distal outer coil from the distal inner coil on the left side. On right side, the distal tubal marker was noted in the sub endometrial myometrium. However, the fallopian tube was occluded. Given the available information and positive temporal relationship, causality between the reported events and essure use cannot be excluded. This case is assessed as other reportable incident since the breakage in this report did not lead to serious injury, however, it might have led under less fortunate circumstances. Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect. Medical ptc assessment considered that, based on the available information, there is no reason to suspect quality defect of the product. Further information could not be obtained.